Event description:
On 05/13/2025, an arthrex subsidiary employee reported via email that an ar-8973r-30-180 arthrex fibulock nail had an issue after being inserted. During the procedure, the device was inserted, but when attempting to insert the product a little deeper before opening the talon, the talon could not be fully closed. As a result, further insertion was stopped, and the device was removed. A replacement ar-8973r-30-180 arthrex fibulock nail was used instead. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-8973r-30-180 fibulock nail was received for investigation. Visual evaluation of the returned device noted the talons of the device were deployed. Functional testing was performed with a known good actuation driver and it was found that the talons could not be deactivated. The most likely cause for the reported failure can be attributed to use error due to improper bone preparation as it is likely the canal had not been reamed to the depth the surgeon was trying to push it into, which could have compressed the nose cone of the device, deforming the talons or talon windows and preventing the wedge that expands the talons to translate downward and open/close the talons. Refer to investigation photos.